Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from multiple sources (manufacturer representative, healthcare provider) regarding a patient who was implanted with an implantable neurostimulator (ins) for pain. It was reported that the lead insolation was not present in the distal end of the lead. The issue was identified during the procedure prior to use, and the lead was never implanted. The healthcare professional replaced the lead from their own stock, and the manufacturer was to send a new lead. The issue was resolved at the time of the report. No patient complications have been reported as a result of this event. A photograph of the part of the lead with the missing insolation was provided.

Manufacturer narrative:
H3 device evaluation: analysis of the returned lead identified that the proximal end of the lead was stretched; conductor coil was stretched and there was suspected residue from medical tape adhesive. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.